Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified since the product was not returned for investigation. Additionally, the surgery was stopped, but there was no health hazard to the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information request is still pending and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the visera elite ii video system center had a problem with visibility. The issue was found during a therapeutic laparoscopic surgery. However, the procedure was interrupted and withheld for further surgery; the patient was not impacted and there was no medical intervention required due to the interruption of the procedure and the suspension of further procedure. There were no reports of patient harm or impact associated with this event.